Event description:
Mesh implant complications from mesh in my body. Date the person first started taking or using the product: (B)(6) 2008. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: didn't restart. Do you still have the product in case we need to evaluate it: no. Was someone operating the medical device when the problem occurred: no.